Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture. The device remains implanted. This relates to the left side

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo evaluation: visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: a2, a6, b3, b5, d1, d2, d3, d4, d6a, d6b, e3, g4, h4, h6.

Event description:
Device has been explanted and replaced with a non-allergan device.

Event description:
Physician report implant rupture. Diagnosed by MRI. Device has been explanted and replaced with a non-allergan device. This relates to the left side

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). No further actions are required as the device was implanted.